Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: the patient had a femoral trochanteric fracture 31-a1. When the surgeon drilled in the distal end, the nail was interfered. The surgeon checked all connecting points, however he could not solve it. The surgeon decided not to insert the screw in the distal end and closed the surgical incision. The surgeon reported that the medullary cavity was narrow, so the nail might be tensioned and bowed in the cavity. The device could not counter against this bowing, so it was interfered. However, the medullary compatibility was good and the allowance of the nail was small, and was not a concern. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found.